Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pump was repositioned. During the procedure an accessory kit was used. No information was provided about the patient's outcome. No more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
Field change: e1, h6, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure an accessory kit was used. No information was provided about the patient's outcome. It was further reported that the pump was repositioned during the procedure. No more information available through physician. Should additional information become available, it will be provided.